Event description:
A malfunction alarm was reported due to a software error detected in the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, and advised the customer to continue using the pump and to call back if the malfunction code recurs.